Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that rewind was slower and louder than they used to be. The customer¿s blood glucose was unknown. The customer reported that the screen had slight crack, dimmer screen. The customer uses 4 batteries per month now instead of 1 per month. The customer reported that the insulin pump was not working properly. The troubleshooting was not performed. The insulin pump will not be returned for analysis.